Event description:
The pump was returned to animas. Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed no evidence of lack of cartridge detection. The pump was opened and the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Recall # 2531779-03/24/2010-003-r.